Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the minimally calcified right common femoral artery using the pre-close technique via a 15f sheath hole prior to an emergency interventional procedure. The suture of the first perclose device was successfully pre-placed. Reportedly, a dissection occurred while using the second perclose device. The emergency procedure was completed with the same 15f sheath. A surgical cutdown was performed to treat the dissection. Hemostasis was achieved with surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.